Event description:
It was reported to the edwards lifesciences field clinical specialist that the patient had a stroke at some point following his tavr procedure. Additional information is not available at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
From review of medical records provided by the facility, it was noted that the patient underwent an uncomplicated tavr procedure however, on post op day 2 it was noted the patient had global weakness and lethargy. A non contrast CT was performed and revealed age ¿related atrophy, scattered small vessel chronic changes but was negative for acute changes. The following day the patient was more alert and conversant but did continue to have left-sided weakness. It was noted that the patient had a probable ischemic stroke. According to these documents the patient baseline medical history included coronary artery disease status post CABG and stenting, severe aortic stenosis, hypertension, hyperlipidemia, diabetes, chronic kidney disease, overall poor functional status, glaucoma, reflux disease, sleep apnea, depression and skin cancer. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the tavr procedure may have caused or contributed to the possible ischemic stroke. In addition, there were other risks factors for cva which may have contributed to the event (e.g. (B)(6) patient with history of diabetes and cardiovascular disease). There was no allegation or indication of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.